Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: the date of event has been entered as 01jan2025, as patients were implanted between 2010 and 2025 and the last day of data collection was not provided. Loforte, a., monteleone, g., spitaleri, a., parrella, b., aloi, v., galanti, g. A., abbà, p., sandoval, a., marro, m., gallone, g., boffini, m., & rinaldi, m. (2024). Driveline infectionin two contemporary left ventricular assist devices: a single-center retrospective analysis. Italian federation of cardiology. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the research article, "driveline infection in two contemporary left ventricular assist devices: a single center retrospective analysis" that a single-center retrospective study evaluated driveline infections (dli) in 137 patients implanted with two contemporary lvads (heartmate 3 and heartware) between 2010 and 2024. At six months post-implant, 6.6% of patients required readmission for dli, 19% were treated outpatient, and 74.4% had no infection. Key risk factors included pre-operative bloodstream infection (primarily gram-positive cocci), diabetes, higher bmi, and prior cardiac surgery. Surgical technique also influenced outcomes: ¿c-shape¿ driveline tunneling was associated with higher infection rates, while ¿direct tunneling¿ appeared protective, particularly in heartmate 3 recipients. The findings underscore the importance of pre-operative risk assessment and optimal driveline placement strategies to reduce infection risk.